Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A guidewire was able to be passed through the lumen without difficulty and there were no anomalies observed at the lead tip that would have contributed to a dislodgement. Overall, analysis was unable to confirm the allegations made against the lead in the field.

Event description:
Boston scientific received information that during an implant procedure, this left ventricular (lv) lead dislodged. The physician noted the lead would not track over the guidewire during the procedure thus preventing it from being positioned. The lv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.